Manufacturer narrative:
(B)(4). Results of evaluation: (endoleak). Results and conclusion: (barrel-shaped aortic neck; severely calcified aorta). (Treatment of only a penetrating ulcer without an abdominal aneurysm; possible insufficient component overlap).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 34 mm in diameter saccular penetrating ulcer approximately 2 cm below the lowest renal artery and ending approximately 2.5 cm above the aortic bifurcation. The aortic neck ranges in diameter from 20 mm proximally to 16 mm and then enlarges to 20 mm distally over a length of 2 cm. Both proximally and distal landing zones were severely calcified, and the common iliac arteries were calcified bilaterally. It was reported that an aneurx cuff (MFR report #2952200-2011-01368) and an endurant cuff (MFR report #2952200-2011-01369) were implanted in the aortic neck with 2 cm of overlap; however, a junctional type iii endoleak was evident. The physician decided to reline the junction area with an aneurx cuff; however, it was not possible to advance the delivery system of the aneurx cuff, as the taper tip was catching on the bottom of the side of the first aneurx cuff stent graft. The physician aggressively ballooned the junction with a reliant balloon, and 30 minutes later the junctional type iii endoleak was resolved. No additional clinical sequelae were reported, and the patient is fine.